Event description:
It was reported, that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous, and severely calcified right anterior tibial artery (ata). A 6f non-boston scientific (bsc) introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, dilatation was performed with a coyote fc balloon catheter. A non-bsc guidewire was advanced, but failed to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 8 atmospheres. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured at the tip from the center. The device was removed. And a non-bsc guidewire was crossed again. The procedure was completed with a different device. There were no patient complications reported. And the patient was in good condition.